Event description:
It was reported that patient enrolled in the m2a-38 clinical study underwent a left total hip arthroplasty on (B)(6) 2003. A subsequent revision was performed on (B)(6) 2008 due to pain, discomfort, dislocation and soft tissue reaction. The cup and head were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." And number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-02736 / 02737).